Event description:
Per the pt on (B)(6) 2011 the pt was at the hospital and received a hickman catheter for treatment of her pulmonary hypertension. She was started on the drug veletrie via the ambulatory infusion pump. The pump alarmed several times in the first tweleve hours of treatment (the type and cause of the alarms were unreported). The physician decided to switch the pt from veletrie via the pump to flolan via IV. During this time she decompensated and required resuscitation. The pt recovered with no incident related medical sequela.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.